Event description:
Harmonic device error was noticed during a total laparoscopic hysterectomy by surgeon, tip of device was noticed to be broken during colpotomy which was later discovered from vaginal collection drape, before recovering tip patient underwent x-ray of abdomen and pelvis via c-arm no evidence of any foreign body inside abdomen and pelvis x-ray of abdomen and pelvis, via c-arm.